Event description:
It was reported that at implant a surgical plazma lamp was being used. When the lamp was powered on, wireless telemetry was lost, but when the lamp was turned off, telemetry was re-established. The wireless telemetry was turned off and the rf head was used to communicate with the ICD and then maintained telemetry when the surgical lamp was turned on. A medtronic engineer stated this is a known telemetry issue and there is no workaround solution because light source boxes generate a wide bandwidth of noise due to arcing. It was recommended to move the programmer and form a triangle between the programmer, the physician and the light source. A company representative further reported the device would not communicate with the programmer, it could not be tested or programmed while on the table or in the patient. The rep could not turn wireless telemetry off.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.